Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The physician opted to explant this ra lead and successfully replaced it with a new one. No additional adverse patient effects were reported. The ra lead is no longer in service.